Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was at the gym and felt something change after doing a certain exercise. As a result, the patient was experiencing ineffective stimulation. Upon further investigation, system diagnostics recorded high impedances on two leads and another lead would not produce any paresthesia sensation. The patient still had one lead the provided partial coverage. Additional information was received stating surgical intervention took place, and during surgery the physician need to remove the fourth lead due to tissue growth, therefore all the drg leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.